Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced fatigue ("tired"), menorrhagia ("heavy periods") and pelvic pain ("pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (tubes, cervix and uterus removed, full hysterectomy). Essure was removed. At the time of the report, the medical device removal, weight increased, menorrhagia and pelvic pain outcome was unknown and the fatigue had not resolved. The reporter considered fatigue, medical device removal, menorrhagia, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal and fatigue. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new events weight gain, heavy periods and pain were added. Reporter added. On (B)(6) 2020: social media received. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("tired") and menorrhagia ("heavy periods") and was found to have weight increased ("weight gain"). The patient was treated with surgery (tubes, cervix and uterus removed, full hysterectomy). Essure was removed. At the time of the report, the pelvic pain, weight increased and menorrhagia outcome was unknown and the fatigue had not resolved. The reporter considered fatigue, menorrhagia, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc. Event medical device removal and surgery added to pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("tired"). The patient was treated with surgery (tubes, cervix and uterus removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the fatigue had not resolved. The reporter considered fatigue and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal and fatigue based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.